Event description:
Pt underwent intraocular lens (iol) implant surgery on the right eye in 1997. The pt's bcva prior to the event was 6/9 (20/30) and right after implant surgery bcva was 6/6+ (20/20). During the months following implant surgery, the pt's vision decreased and "crystals" were noted in the iol. The surgeon also reported recent pco. The iol was explanted and replaced in 2005. The pt's outcome was good.